Manufacturer narrative:
The device history record, manufactured date and expiration date have been provided on august 10, 2018. Therefore, expiration date and manufactured date have been populated. The device history record (DHR) for the lot number 30011743l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. No device was received for analysis. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The biosense webster inc. Failure analysis lab received the device for evaluation on 8/24/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Still pending is the manufactured date and the expiration date. Therefore, a supplemental report will be submitted to update the d4. Expiration date and h4. Manufactured date. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a lasso® nav eco variable catheter. The physician was unable to open the catheter loop. There were no patient consequences. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since the loop of the catheter was unable to open, this issue was assessed as a reportable malfunction.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a lasso nav eco variable catheter. The physician was unable to open the catheter loop. There were no patient consequences. The device was visually inspected and it was found in good conditions. Then, contraction test was performed and the catheter failed. A failure analysis was performed and the catheter was dissected on the handle area and the puller wire was found broken. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the broken puller wire cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. (B)(4).